Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Section h6, health effect - clinical code: corrected. Manufacturer's investigation conclusion: the reported event of the controller overheating could not be confirmed through this analysis. The heartmate 3 system controller (serial number: hsc-117864) remained in patient use and was not exchanged; however, log files were submitted for review. The submitted event log file contained information spanning approximately 10.5 hours on 26jan2024 (2:04 to 12:31 per timestamp), and the submitted periodic log file contained hourly data points spanning approximately 11 days (15jan2024 to 26jan2024 per timestamp). No atypical alarms were observed, and the pump maintained within the expected speed range throughout the captured data. The controller¿s internal temperature reached a maximum temperature of 54 °c. It should be noted that the internal controller temperature recorded in the log file cannot be conclusively correlated to the temperature of the controller case. Provided information indicated that the patient had some irritation marks on their skin, where the controller occasionally touches their leg. The patient was encouraged to keep the controller in a bag or case, and not place the controller directly on their skin. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed that the heartmate 3 system controller, serial number hsc-117864, was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 instructions for use (rev. C) section 2-¿system operations¿ and heartmate 3 patient handbook (rev. D) section 2-¿how your heart pump works¿ urges the user to not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104°f (40°c). Heartmate 3 instructions for use (IFU) (rev. C) section 2 ¿system operations¿ and section 8 ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 9 ¿testing and classification¿ lists the acceptable operating temperature ranges for all equipment, including the system controller. The acceptable operating temperature range for the system controller is 32 ¿ 104 degrees fahrenheit (0 ¿ 40 degrees celsius). Heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) (rev. C) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook (rev. D) section 10 and heartmate 3 instructions for use (IFU) (rev. C) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient noted that the controller was getting warm and sometimes hot to the touch. The patient noticed spots on their posterior/lateral thigh where the controller sometimes touched their leg at night while sleeping. The patient also had a small number of similar spots on their anterior thigh, and they said sometimes they place the controller directly on their skin in that area. The patient had the controller in a controller case at night. The patient had several small areas of skin irritation small scabs (about 5-10 mm) in this area. They thought it was from the controller temperature, possible electrical burn from the controller. Log files did not show any concerning areas and no alarms seen. They denied any physical or water damage to the controller. In clinic on (B)(6) 2024, the controller was barely warm to the touch. No physical damage was noted to controller or power cables. The patient was encouraged to keep the controller in a bag or case and not directly against the skin. Log files contained a few clusters of pulsatility index (pi) events as well as a routine power source changes. The pump appeared to be operating within normal parameters. The event log controller temperature range is 43c-44c, which was within the normal operating range (30c-50c). The periodic log showed controller temperatures above 50c on (B)(6) 2024 between 12:35am-6:35am. Tech service stated that these temperatures were slightly above the normal operating range we expect to see. The controller was still in use at the time.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.